Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10, h11corrected field: d1.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not read pressures. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm tested the iabp and confirmed the front end circuit needed replacing and there was a defective ibp cable, both were replaced. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not read pressures. No patient harm, serious injury or adverse event was reported.